Event description:
It was reported that during service and repair pre-testing, the motor device "had high temperature". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service, however, it did not meet manufacturing specifications . Reliability engineering evaluated the device. The reported condition was confirmed. The root cause was unable to be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.